Manufacturer narrative:
On (B)(6) 2023 replacement poly inserts were ordered for the patient due to an infection. On (B)(6) 2023 the sn was entered into the ncmr database. There was one return. (B)(6) was created for the femoral component however the femoral implant was remade so not related to this issue. Device designed and manufactured to specifications. The device was vhp sterilized and on (B)(6) 2023 released with no associated non-conformances. All sterilization requirements were met. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device.

Event description:
On (B)(6) 2023 replacement poly inserts were ordered for the patient due to an infection. Original surgery date: (B)(6) 2023.